Event description:
It was reported to covidien in 2009, that the customer had an issue with a dialysis catheter. The customer reports the patient has a palindrome catheter and documented clots in the right atrium and superior vena cava around the catheter. As a result, patient received tissue plasminogen activator (tpa) infusion, in 2008, in attempt to dissolve clot.

Manufacturer narrative:
Submit date: 2/27/2009. An investigation is currently underway. Upon completion, results will be forwarded.